Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this. FDA notified?: the initial reporter also notified the FDA via medwatch #: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was occluded during use, and when the channel was opened, the IV tubing was found to be expanded/stretched. The following information was provided by the initial reporter: "alaris pump alarmed stating occlusion downstream. Nurse checked patency of IV which was normal. When she opened the channel, the IV tubing had stretched creating a large bubble. What was the original intended procedure? : IV fluid administration".

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was occluded during use, and when the channel was opened, the IV tubing was found to be expanded/stretched. The following information was provided by the initial reporter: "alaris pump alarmed stating occlusion downstream. Nurse checked patency of IV which was normal. When she opened the channel, the IV tubing had stretched creating a large bubble. What was the original intended procedure? : IV fluid administration".

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that there was occlusion downstream could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 22099199 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.